Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI:(B)(4).

Event description:
It was reported that the patient was having ineffective therapy. X-rays revealed migration of one lead. As a result, the patient had surgical intervention on (B)(6) 2026 wherein the lead was explanted and replaced to address the issue. It is unknown which lead migrated.